Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set broke. It was further reported the tubing at the attachment to the baxter site broke. There was no report of patient injury or medical intervention associated with this event. No additional information is available.